Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-2324bcctt-1 serial/batch number (B)(6) was received for investigation. The returned devices were visually inspected, and it was noted that there was no damage to the eyelet. However, an evaluation of the suture found frayed, the tip of the outer driver was bent, and the anchor/bio was broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per dfu-0087-13 at revision 0. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only. Ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Event description:
It was reported that during a shoulder surgery the screw broken while tightening. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.